Manufacturer narrative:
A lot number was not provided; therefore the sterilization and lot history records could not be reviewed.

Event description:
Bss leaked at cannula valve. Additional information; on iol insertion step during the cataract/vitreous surgery, iris rupture occurred. The doctor considered that this was due to decrease vitreous pressure. This caused delay of the surgery (unknown time). Requested patient outcome, with no response.